Manufacturer narrative:
The lens was not returned for analysis. Only the carton with the product labels and empty plastic baggy were returned the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, noticed a scratch or defect in the center of the iol. The iol was replaced with another lens during the initial procedure. Additional information was requested and received that no patient harm, completed with new iol.